Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two days post implant, the right atrial (ra) lead and right ventricular (rv) lead exhibited non-capture. The ra lead and rv lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the cause of the non-capture was at the molecular/cellular level and that there was no right atrial (ra) lead or right ventricular (rv) lead malfunctions.the patient had documented pulseless electrical activity (pea) and passed away. It was noted that the implantable pulse generator (ipg) system function on the day of implant was within normal limits. The cause of the pea is unknown.